Event description:
It was reported that the patient underwent open reduction ¿ internal fixation of the distal right femur on an unknown date. A 7-hole liss plate and locking screws were implanted accompanied by a bone graft of the fracture site with antibiotic beads. On (B)(6) 2013, the patient returned to the clinic with increased pain over the previous week accompanied by a red, swollen knee. X-rays showed a fracture at the level of the plate involving the upper five screws. The fracture was determined to be another non-union. Hardware was subsequently removed. A 13-hole liss distal femur plate was applied in addition to two 4.5mm cortex screws which were used as anterior to posterior lag screws. The non-union was also grafted with iliac bone autograft and 60cc cancellous chips. Revision surgery was completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Patient ID - case number: (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.